Event description:
During cardiac angiography, the inner core of the guide wire broke and coiled up. Another guide wire had to be advanced and the broken guide wire was removed. No pt effects were reported.